Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e0623. The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device stored some atrial tachycardia response (atr) episodes. Technical services (ts) reviewed the data and noticed poor morphology of the rhythm and noisy signals on the right atrial (ra) channel. Ts suspected cause of the noted observations to be old surgically abandoned leads in the ra. Device exhibited oversensing due to noisy signals resulting in stored atr episodes. Device sensing was reprogrammed, and programming to automatic gain control (agc) settings were discussed. In the atr episode, patient experienced atrial flutter but was resolved after mode switch. Additionally, patient experienced extra beats. This device remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device stored some atrial tachycardia response (atr) episodes. Technical services (ts) reviewed the data and noticed poor morphology of the rhythm and noisy signals on the right atrial (ra) channel. Ts suspected cause of the noted observations to be old surgically abandoned leads in the ra. Device exhibited oversensing due to noisy signals resulting in stored atr episodes. Device sensing was reprogrammed, and programming to automatic gain control (agc) settings were discussed. In the atr episode, patient experienced atrial flutter but was resolved after mode switch. Additionally, patient experienced extra beats. This device remains in service and no additional adverse patient effects were reported.